Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump without further problems.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.